Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00482.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil through tortuous anatomy into the target vessel using a non-penumbra microcatheter and used the handle to detach it; however, the smart coil failed to detach. The physician then made another attempt; however, the smart coil did not detach. Afterwards, the physician attempted to manually detach the smart coil; however, it would not detach; therefore, the smart coil was removed. The procedure was completed using six additional smart coils and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was separated approximately 0.7 cm from the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pull wire was within the distal detachment tip (ddt). The embolization coil was intact with the pusher assembly and had offset coil winds. The braided shaft was exposed from approximately 169.0 cm to 179.0 cm from the proximal end. The pusher assembly length was approximately 183.0 cm from the proximal end of the hypotube. Conclusions: evaluation of the returned smart coil confirmed the inability to detach the smart coil. The pet lock was separated but the embolization coil was not detached. Further investigation revealed that the distal portion of the pusher assembly was exposed. During the functional testing, the exposed section became compressed while attempting to detach the coil with the demonstration handle. The compression resulted in a shortening of the pusher assembly length such that fully retracting pull wire did not detach the coil. The root cause of the delamination of the pusher assembly could not be determined. Additional investigation revealed that the embolization coil had offset coil winds. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.